Event description:
Additional information received. Product lot determined.

Manufacturer narrative:
Additional information: see b5 follow up received from customer investigation summary: 4 used samples were received and tested by our quality team. The samples were separated upon receipt where the tubing connects to the smartsite. This verified the complaint. The tubing was analyzed under a microscope and insufficient solvent was found applied to the tubing. The manufacturer was contacted regarding the solvent issue. The lot was also determined to be 23029132 for these sets. Further analysis at the manufacturing location found the root cause to be improper application of solvent by operator during the joining of tubing to smartsite. A quality alert was issued (after production of this set but before receipt of the complaint) further instructing the staff to properly assemble with glue/solvent the tubing to smartsite. A device history record review for model 10013902 lot number 23029132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that bd alaris smartsite low sorbing set separated and leaked. The following information was received by the initial reporter with the verbatim: problem occurred right away while priming with saline the extension port got disconnected from the side it was connected to the primary IV line. Was there any leakage due to the incident reported? Yes, normal saline. How was the patient's outcome? No harm to patient -filter had to be changed. Are there any clinical signs, health consequences or impact? No. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.